Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized between 25-30 times due to elevated blood glucose (bg) levels which led to diabetic ketoacidosis; customer alleged cause was related to pump and supplies. Customer bg level ranged between 500-800 mg/dl which was addressed by receiving an insulin and fluid drip. Customer reported that multiple, intermittent occlusion alarms occurred which was addressed by changing pump supplies. Customer stated that multiple leaking cartridges were observed and during the load process noticed that the insulin would "gel up" between the cartridge luer lock and tubing. Customer changed pump supplies to resolve the issues. Customer was released from the hospital on (B)(6) 2019 and alleged that their kidneys are failing and pancreas is swelling. Customer could not recall past hospitalization dates and no additional information was reported.